Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, a sureform 45 stapler instrument partially fired a sureform 45 white reload, resulting with bleeding from the left inferior pulmonary vein. After firing the stapler, a message of "pause for compression" was populated. After a few seconds, a "blade may be exposed" error message populated and the stapling sequence stopped. Once the stapler was removed, the surgeon observed a partial fire; approximately only 5 mm of the vein was stapled and divided. Although there were no malformed/unformed staples or holes/gapes within the staple line; there was unexpected blood loss of less than 5 ml. Another stapler was used to complete the staple line below the partially fired staple line. No unplanned tissue was excised due to the firing failure. The surgeon reported the procedure was completed without the patient sustaining an injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 curved-tip stapler instrument to perform failure analysis. The instrument was analyzed and the complaint was confirmed but not replicated by failure analysis. The instrument was found to have 1 firing failure based on a log review which was not replicated through in-house testing. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully using blue 45 reloads. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The sureform 45 white reload used during this event was not received for failure analysis. The staple logs for this procedure were reviewed. The logs show the 1st sureform 45 curved-tip stapler instrument (part #480545-06, lot #k10260320-0401) was used first. It was installed on the system 6 times and fired 5 sureform 45 reloads (2 blue, followed by 3 white). On installs 1-4, the first clamp was successful, and the firings were each completed with no pauses for compression. On install 5, the first clamp was successful, but was followed by a firing failure, following 1 pause for compression. On install 6, no clamping or firing was attempted. The instrument was then removed and not used in the procedure again. Next, the logs show the 2nd sureform 45 stapler instrument (part #480545-06, lot #k13251127-0142) was installed on the system 2 times and fired 2 sureform 45 reloads (1 white, followed by 1 green). On both installs, the first clamp was successful, and the firings were completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the system logs.